Manufacturer narrative:
Updated data: b5. D4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. It was further reported that following the transcatheter aortic valve replacement (tavr) procedure, the patient incorrectly received an identification (ID) card with the valve status as active; however, the valve was replaced with a second valve, and an ID card was not required.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty was performed due to the patient's bicuspid native valve. During the implant of a transcatheter valve, the valve was not fully expanded due to the fusedleft and right bicuspid native valve. When the guidewire was brought in to pull the pigtail catheter back, the pigtail catheter interacted with the valve causing the valve to dislodge aortic. It was reported that the implant depth prior to valve dislodgement was 3 millimeter (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). Following valve dislodgement, the valve dislodged above the sinotubular junction (stj). Subsequently, a second transcatheter valve was implanted. Per the physician, the patient's calcified anatomy and bicuspid native valve contributed to this event.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty was performed due to the patient's bicuspid native valve. During the implant of a transcatheter valve, the valve was not fully expanded due to the fusedleft and right bicuspid native valve. When the guidewire was brought in to pull the pigtail catheter back, the pigtail catheter interacted with the valve causing the valve to dislodge aortic. It was reported that the implant depth prior to valve dislodgement was 3mm on the non-coronary cusp and 3mm on the left coronary cusp. Following valve dislodgement, the valve dislodged above the sinotubular junction. Subsequently, a second transcatheter valve was implanted. Per the physician, the patient's calcified anatomy and bicuspid native valve contributed to this event. Additional information was provided to note a non-medtronic (safari) guidewire was used, but a j-tip guidewire was used to get the pigtail catheter out from behind the valve.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. E. Initial reporter h6. Product analysis procedural image review: the suspect valve remains in the patient, and therefore, unable to be analyzed directly. However, procedural images, including two fluoroscopic images and two cine loops of the pre-implant balloon aortic valvuloplasty (bav) and implant procedure, were submitted to medtronic for review. Additionally, the patient summary was provided for anatomical review. Review of the images showed an oval shaped annulus, a slightly smaller left ventricular outflow tract and a bicuspid character of the valve in the sinus of valsalva diameter view and the valve deployed about 80% in a left anterior oblique (lao) projection. Imaging showed the valve implant depth appeared favorable. However, it was impossible to reliably assess non-coronary cusp (ncc) implant depth in an lao projection. Also, the left coronary cusp (lcc) implant depth could not be assessed due to insufficient lcc contrast filling. The implant depth at the lcc and ncc was reported to be 3mm and thus, according to medtronic guidance at a target implant depth of 3 mm. It was reported when the guidewire was brought in to pull the pigtail catheter back, the pigtail catheter interacted with the valve causing the valve to dislodge towards the ascending aorta. This indicates the root cause for the dislodgement was not too shallow an implant. The cause appeared to be a combination of the reported annulus and valve anatomy, calcification, and the pigtail-bioprosthesis interaction. A device relation can be excluded. Migration/embolization of the bioprosthetic valve is listed in the device instructions for use (IFU) as a potential adverse event and a repositioning precaution. Valve migration / dislodgement can occur due to a variety of factors, including but not limited to, implant depth, valve size selection, unfavorable anatomical configurations, an unresolved infold, implant technique or post-implant balloon dilation complications. Corrected data: d. Suspect medical device full UDI # medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.